Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an augmentation malfunction. There was patient involvement, but no harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation,conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) connected the unit to a trainer unit. The fse ran the pump for 1hr and was not prompted with an augmentation alarm . The fse proceeded with the trainer waveform verification process and no issue was found. No parts were replaced and the fse reported that there was no device failure as the failure was due to user error. The fse found multiple autofill failures, augmentation below set limit and gas loss in iab circuit alarms. Cardiosave iabp repair services were competed. Full calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The unit was returned for clinical use upon completion.